Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the keypad of their device is damaged.in this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.